Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
An unknown day, implanted the variax hand. Since bone fusion was obtained, so attempted to remove the variax hand. Only one locking screws could not be removed, and the plate was pulled out with the locking screw. The physician requested us why the locking screw could not be pulled out.

Manufacturer narrative:
The reported event that 2.3 m variax hand lock t-plate,narrow,6holes was alleged of 'component/device stuck' could be confirmed. Based on investigation, the root cause was attributed to be other related. The failure was caused possibly by too much force during screw insertion / locking. The device inspection revealed the following: both returned parts (plate & screw) are indeed completely stuck and still locked well in position. The cross pin head is indeed completely damaged and marks at and below the locking threads are indicating that that extra force may have been applied during screw insertion / locking. The damages / deformations of the screw head enabled to get the screw out if it¿s locking position. It looks like that the screw was locked in position with too much force and possibly caused a problem during removal or the screwdriver tip was not in working order. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
An unknown day, implanted the variax hand. Since bone fusion was obtained, so attempted to remove the variax hand. Only one locking screws could not be removed, and the plate was pulled out with the locking screw. The physician requested us why the locking screw could not be pulled out.